Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all keypad button presses did not activate desired pump functions during testing. Multiple button presses are required before the buttons will engage. The buttons do not have normal spring back or click. There was evidence of keypad adhesive found under all key contacts. It was confirmed that the ok symbol on the keypad is worn off and difficult to read. DHR review- date of manufacture 09/11/2009, (B)(4), within specifications when released - yes.

Event description:
The patient reported that the keypad buttons are sticking. She reported that the rubber keypad is intact.